Manufacturer narrative:
The device associated with this complaint was not returned for evaluation. Since the device was not returned, a physical investigation could not be performed and a root cause could not be determined. In the case the device is returned, the complaint will be re-opened to perform an investigation.

Event description:
As reported, the patient (5 feet 9 inches in height) was inserted with a quattro catheter (lot# unknown) through the patient's right femoral vein for the ivtm therapy. The radiologist called later to inform the nurse the catheter was placed further in the right atrium. The patient was already on an alternative temperature therapy, without an ivtm therapy initiated and the patient's condition was stable. The reporting nurse was referred to the physician for the following steps. The physician removed the quattro catheter and an alternative temperature therapy was resumed. No consequences, or impact to patient. Per additional information received during the follow up with the customer, the catheter location was not in the patient's atrium.